Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom, "system error 341" was not reproduced during evaluation, but confirmed through the history log. The device functioned as intended and no correction is required in relation to the reported symptom.

Event description:
It was reported that a spectrum pump displayed system error 341. Any patient involvement, injury or medical intervention is unknown.